Event description:
It was reported on (B)(6) 2025 that a patient was hospitalized due to the healthcare provider not being able to see the patient's cardiomems numbers in merlin cloud web application. Additional information was requested but has not been provided by the healthcare provider.

Manufacturer narrative:
No device is expected to be returned for merlin cloud web application. The issue was investigated and an unexpected software behavior was confirmed. Due to electrophysiology screen column data migration from cdc to cloud, this caused a data error while fetching all patient list where extra columns got added. Cloud is unable to handle those extra columns in the query. A database fix was implemented to remove the extra columns and this issue will be address in future software releases.